Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR,; the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained using a 6f90cm non bsc sheath via the right femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery in the left lower ankle. After crossing the lesion with a 0.014x235cm non-bsc guidewire, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. This device was advanced along the guide wire and crossed the lesion despite mild resistance. During dilatation at the lesion, the pressure gauge of inflator did not move upward. When the device was removed from the patient they noticed that the balloon got fractured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.